Event description:
Additional information was received as follows: a femoral to femoral bypass and a left femoral to popliteal bypass were performed. No additional clinical sequelae were reported and the patient is fine.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an occlusive disease. The proximal aortic neck was 22, 20 mm in diameter. The aorta appears to have thrombus circumferentially. The right cia appears to be ectatic. The vessels were non tortuous. It was reported that the patient presented emergently on approximately one month post index procedure with right leg pain. The patient had an occlusion of the stent graft on the ipsilateral side. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; pre-existing condition; occlusive disease). Unapproved use of device (use of device to treat occlusive disease). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; pre-existing condition; occlusive disease). Operational context contributed to event (use of device to treat occlusive disease).